Event description:
A review of the programming history for the patient was performed and high impedance was discovered for the patient. A company representative spoke to the physician and stated the impedance was fluctuating from high to normal impedance. No additional relevant information has been received to date.

Event description:
Additional programming data was received and showed the impedance continued to be within normal limits. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway. No additional relevant information has been received to date.